Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment on a fmc machine, fmc blood line and a revaclear 400 dialyzer. Approximately 6 hours into the treatment the patient's bp was 60/40 mmhg and the fmc bloodline was found disconnected from the dialyzer; reportedly, no machine alarm was generated. The patient was bolused with 500 ml of fluid; the treatment was discontinued; and the blood in the extracorporeal circuit was returned to the patient. An additional bolus of 300 ml of fluid was provided and the patient's bp increased to 80/50 mmhg. The blood loss resulting from the bloodline disconnection was estimated to be 1000 ml. No blood transfusion was reported in relation to the event; the patient was hospitalized. It ws reported the patient recovered from this event.